Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 22jul2024 stating a laser was not used and when testing the stone basket prior to using it, it was noted that when pressing the handle nothing happened. The handle was stuck and the basket didn¿t close. The device remained in one piece and was not used in the patient. The patient did not have tortuous, calcified, or scarred anatomy.

Manufacturer narrative:
Investigation ¿ evaluation: as reported, the basket of a 'ngage nitinol stone extractor' was unable to close as the handle could not actuate the basket. A new extractor basket was used to complete the procedure. A laser was not used and when testing the stone basket prior to using it, it was noted that when pressing the handle nothing happened. The handle was stuck, and the basket didn¿t close. The device remained in one piece and was not used in the patient. The patient did not have tortuous, calcified, or scarred anatomy. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record, quality control procedures, manufacturing instructions, instructions for use, as well as visual inspection and functional test of the returned device, were conducted during the investigation. Device was returned in an open package with a label. Upon inspection, the handle was not assembled and there was damage noticed to the basket. Once the handle was assembled, the handle did actuate the basket. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) for the device found no relevant nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with the final product lot number. Cook also reviewed product labeling: a review of the IFU t_shef_rev1: the IFU did not provide any information related to the reported issue. Evidence gathered upon review of complaint file, DHR, complaint history, and quality control documents did not provide evidence to support that the device was manufactured out of specification or to suggest items in the lot or similar devices in the field or in house were nonconforming. Based on the information provided, examination of the returned product, and the results of our investigation, a definitive cause for the failure could not be established. The complaint device was returned with the basket/sheath assembly removed from the handle. The handle cannula was bent; however, the device was reassembled and functioned normally, even with the bent handle cannula. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, the basket of a 'ngage nitinol stone extractor' was unable to close as the handle could not actuate the basket. A new extractor basket was used to complete the procedure. Additional information regarding event details, patient anatomy and outcome has been requested but is not available at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D9: device available for eval: unknown, e1: phone: 0035862181111, e3: customer occupation = unknown, g4: PMA/510(k) number = exempt, h3: device evaluated by mfg = other (code unspecified, describe in h10) (81) = product to be returned: unknown. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.